Event description:
A 60 year old white gravida 3, para 3 female; s/p bilateral subglandular inframammary gels (unk size, no records) in 1966 placed for augmentation following involutional atrophy. These encapsulated, and she developed left "stingy deformity" on upper medial chest. In 1977 she had bilateral replacement with salines. This second set has been deformed for 10 years; and she noted a decrease in the right side for years, as well as increased ptosis. She denies history of trauma, but developed increased left chest pain which she feels is related to her implants. She complains of arthralgias (positive am stiffness) / myalgias, paresthesias, spasms, numbness, swelling, fatigue, sleep disturbances, recurrent urinary tract infections, allergic reactions to medications, hot flashes/sweats, fevers, visual changes, depression, sicca, chronic conjunctivitis, hair loss, rashes, sensitivity to sun/cold (raynaud's) / chemicals, shortness of breath, cough, chest pain / palpitations, increased thyroid, blood pressure and weight fluctuations, and genitourinary symptoms.